Manufacturer narrative:
Medical device: addr06 ipg implanted (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead was not working. The lead remains in use. No patient complications have been reported as a result of this event.